Manufacturer narrative:
Product serial number was not provided. (B)(4). The device was not returned for analysis (the lens remains implanted). The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported that she had cataract surgery performed on both eyes (ou) on (B)(6) 2018. Reportedly, days later the patient complained to a group of friends that she had infections in both eyes because of the surgery. The patient reported that she had an epi-retinal flap in both eyes, and that the retina doctor told her that some people with that will experience swelling around the flaps after eye surgery. The patient also confirmed that her intraocular lenses (iols) were from johnson and johnson surgical vision. No additional information was provided. This report pertains to the patient''s right eye (od). A separate MDR report will be submitted for the patient''s left eye (os).

Manufacturer narrative:
This supplemental report pertains to right eye (od); per follow-up, the patient's infection has nothing to do with her lenses. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.